Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. The device was explanted.

Manufacturer narrative:
The event of rupture has been removed. There is no complaint against the device. This record is no longer reportable to the FDA. Additional, corrected and/or changed data: b.5, h.6.

Event description:
Healthcare professional reported right side no complaint against the device. The event of rupture has been removed. This record is no longer reportable to the FDA.